Event description:
According to the reporter, the patient had undergone a robotic right colectomy and was doing well. The surgeon and the sales representative did not observe any complications. The only atypical observation was the use of the purple reload in the small intestine.  At the time, the use of a beige load was suggested, but the surgeon did not accept the suggestion. Three days after the surgery, the patient presented with sepsis, bacterial infection, and septic shock and had a severe decrease in vital signs. Initially, the patient underwent minimally invasive robotic surgery and progressed into an emergency exploratory laparotomy. The surgeon found a rupture of the staple line in the ileal stump; the ileocolic anastomosis was intact. The staple line stump had a dehiscence and leakage. The anastomoses were redone with a manual stapler and purple loads, and an ileostomy and drain were added. The patient remained hospitalized in serious condition, with sepsis and on prolonged intubation in the intensive care unit. The ileostomy was only temporary, and the patient is progressing well.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell - lot# n4j1953 egia60amt - egia60amt egia 60 artic med thick sulu - lot # p5d0883. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a piece of resected tissue. Tweezers were used to manipulate the tissue. An opening in the tissue could be seen next to the staple line.  It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the staple line had content leakage. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had undergone a robotic right colectomy using a powered stapler with a 12 mm trocar, and purple reloads were used in all anastomoses. The surgeon and the sales representative did not observe any complications or any abnormalities in the stapled tissue. The only atypical observation was the use of the purple reload in the small intestine and on the ileal stump. At the time, the use of a beige load was suggested, but the surgeon did not accept the suggestion. Three days after the surgery, the patient presented with sepsis, bacterial infection, and septic shock and had a severe decrease in vital signs. Initially, the patient underwent minimally invasive robotic surgery and progressed into an emergency exploratory laparotomy. The surgeon found a rupture of the staple line in the ileal stump; the ileocolic anastomosis was intact. The staple line stump had a dehiscence and leakage. The anastomoses were redone with a manual stapler and purple loads, and an ileostomy and drain were added. The patient remained hospitalized in serious condition, with sepsis and on prolonged intubation in the intensive care unit. The ileostomy was only temporary, and the patient is progressing well.